Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 5dec2018. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported issue and replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported equipment is not supplied with oxygen. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used